Event description:
It was reported by the dialysis clinic that on (B)(6) 2014 during hemodialysis treatment, the pt became short of breath approximately four minutes into treatment. Oxygen applied via nasal cannula. By 6 minutes into treatment, the pt became unresponsive and arrested. The pt was resuscitated and transported to a local hospital and was admitted to the critical care unit.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Medical records reviewed: the pt experienced a cardiac arrest during hemodialysis. This event will be reported as a serious injury, although it is undetermined if there is a reasonable suspected casual relationship between the product(s) and the event of cardiac arrest. There is no history of specific malfunction or products being out of specification. The event reported on this pt involves six separate products.